Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during fill. The therapy was recently changed. The hp was in fill (B)(6). The hp ran out of solution. The cg disconnected heater bag to add another bag. The cg had system error 2240. The technical service representative (tsr) reviewed the cause of the alarm and cleared the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the system error 2240. The cg stated they did not add a new bag to the setup. The cg stated that one of the bags was full while the heat bag was empty. The supply bag was not filling the heater bag. The cg repositioned the full supply bag and the system error 2240 occurred. The cg stated there was no disconnection or defects on the supplies. The cg stated they ended therapy. The cg stated they disposed of the supplies and did not have the lot numbers. The cg stated the home patient (hp) has had no injury or medical intervention as a result of this event.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to lack of sample. The root cause of the complaint was not determined.